Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of power button stuck in a depressed position was confirmed due to faulty main power switch. In addition, bad scope socket and front panel mouth crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source power button is stuck in a depressed position. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the power switch became defective since the amount of force and number of times applied to the power switch exceeded the original assumption. The design has been modified to improve the resistance of the power switch damage. The modified products were shipped on/after november 25, 2013. Olympus will continue to monitor the field performance of this device.